Event description:
It was reported that the patient presented to clinic with purulent matter draining from the dehisced incision.  Pocket infection was also noted.  The entire system was explanted, with a transcatheter pacemaker implanted.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: dtpb2qq crt-d implanted: (B)(6) 2021; 459878 lead implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.